Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noise is occurring in the image. A root cause could not be identified. Based on the results of the investigation, a probable root cause of e315 could not be identified. The probable root cause of noisy image was traced to a component failure.. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope had incompatible scope error e315. The issue occurred during inspection for use of a diagnostic procedure (before sedation) which was completed with a back-up device. There were no reports of patient harm.